Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left hemicolectomy, at the first firing, when the doctor clamped the colon and pressed the green button and press the fire button to perform stapling, stapling stopped before it applied on tissue. After that, stapling became unable to be performed and the device was released from the tissue. The handle was not replaced while the cartridge was replaced with a new one, and stapling was completed without problem. The surgical time was extended by less than 30 min. There was no patient injury.